Manufacturer narrative:
The device has not been received for evaluation. When the pump is received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional info becomes available.

Event description:
The facility rep reported "over pumping" during bio-med testing. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No additional info was available.